Event description:
It was reported by service report that the cot fastener was loose. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - nut for cot fastener.